Manufacturer narrative:
(B)(4). Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore tag thoracic endoprostheses (tgt2815/7671103, tgt3415/6957022) to repair a dissected thoracic aortic aneurysm. On an unknown date in 2007, the proximal aortic arch was replaced with a surgical graft. The proximal neck of the tgt3415 device was placed within the surgical graft. No issues were observed, and the patient tolerated the procedure. On (B)(6) 2010, post-operative follow-up imaging showed no issue. On (B)(6) 2010, the patient was discharged. On (B)(6) 2010, an additional endovascular procedure was performed whereby a gore tag thoracic endoprosthesis (tgt3420/7619328) was implanted to reline the proximal tag device originally implanted. The reason for this procedure was not reported. On (B)(6) 2010, six month follow-up imaging showed no issues. The aneurysm measured 57 mm. On (B)(6) 2011, one year follow-up imaging revealed that the aneurysm measured 62 mm. No endoleak was reported. The physician elected to monitor the patient. Subsequent follow-up imaging showed no issue; however on (B)(6) 2014, a type ii endoleak of unknown origin was identified. On (B)(6) 2014, during four year follow-up, an additional endovascular procedure was performed whereby the origin of the endoleak was coil embolized. The endoleak was reportedly resolved, and the patient tolerated the procedure. No further information is available.

Manufacturer narrative:
(B)(4)